Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the reload found no abnormalities. Visual examination of the shipping wedges noted damaged on the wedge slots that seat within the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the reload is clamped prior to removal of the yellow shipping wedge. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during laparoscopic colectomy, the nurse connected reload to handle and the surgeon tried to insert the device to the cavity, however the broken piece of yellow shipping wedge fell into the cavity and it was retrieved. After the surgery, the sales rep asked the nurse to replicate the loading and noticed the yellow shipping wedge was still put on the cartridge during the checking of the jaws opening/closing. No harm to the patient.